Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the haptic broke. The implant centered at the end of the surgery. In surgeons opinion there is a risk of instability in the future in this patient who is monophthalmic. Additional information was requested and received in surgeons opinion there is no need to explant the lens.